Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during preparation for the procedure, the doctor observed that the guide wire was kinked. Another device was used.

Event description:
The customer reports that during preparation for the procedure, the doctor observed that the guide wire was kinked. Another device was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned a sac-00820 set straight spring wire guide (swg) inside of a single lumen arterial catheter. Both components were inside of the plastic ldpe guard. Visual inspection revealed the guide wire had a kink, and the ldpe guard was slightly distorted in a location that would have been consistent with the kink in the guide wire while still packaged. White stress marks were observed at the distorted location indicating the guard had previously been kinked. The damage observed is consistent with defects related to shipping and handling of sac-00820 sets. The pouches this product is packaged in are long and folding the pouches over during shipping/handling/storage will cause the guide wire and ldpe guard to kink. Microscopic examination confirmed the kink and revealed both welds are full, intact, and spherical. The kink in the guide wire was located approximately 13.8 cm from one of the guide wire welds. The guide wire outer diameter was measured and was found to be within specification. A device history record review was performed and no relevant issues were identified. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained a kink and the protective ldpe guard was slightly distorted in a location that would have been consistent with the kink in the guide wire. The ldpe guard and the kink in the guide wire are consistent with damage caused by shipping and handling of sac-00820 sets as a result of the packaging design. Since this lot was manufactured, eco-044050 has been implemented to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. A device history record review was performed and revealed no evidence to suggest a manufacturing related cause. Based on the observed damage and the customer report, the probable cause of this issue is package design related. Teleflex will continue to monitor and trend for reports of this nature.